Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately low. The medical affairs specialist spoke with the patient in 2005. The patient said that they noticed a decimal point appearing in the reported meter readings about 3 months ago. They did not recall resetting any meter settings prior to the decimal point appearing. The patient continued to take their usual medications; metformin, amaryl, and avandia pills twice a day with a fixed dose of 28 units of 70/30 insulin every evening at supper. They normally test with the meter 4 times a day, before meals, and at bedtime. A few days ago, they obtained an am result of 10.6 mmol/l (converts to 191mg/dl) which they interpreted to be 106mg/dl. Before lunch, their result was 5.2mmol/l (converts to 94mg/dl) they interpreted the result to be 52mg/dl. They did not have symptoms of hypoglycemia. They took orange juice with sugar and called emt. They did not know what result emt obtained. They did not have symptoms of hypoglycemia. However, emt treated them with glucose gel and left shortly thereafter. Though the patient received glucose, there is no indication that their blood glucose level was hypoglycemic or that they experienced injury. The customer care representative confirmed that the meter was set to mmol/l instead of mg/dl. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settngs. The meter was replaced.